Manufacturer narrative:
Supplemental report

Event description:
The manufacturers field service engineer replaced the blower and blower motor controller pcba to address the reported problem.

Event description:
The international customer reported the ventilator went vent inop due to an air valve liftoff failure. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturer's field service engineer reported the ventilator was not generating any airflow. The field service engineer reported it was determined the device needed a blower and blower motor controller pcb board replacement. Completion of service is pending.

Manufacturer narrative:
Completion of service pending.